Event description:
The customer reported that his olympus high flow insufflation unit's front display had disappeared during procedure preparation. According to the initial reporter, they stopped using the device and called olympus personnel immediately. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. No front panel display controls could be operated due to a failing cr board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The event occurred during preparation for a therapeutic procedure. Reportedly, the staff used a similar device from another manufacturer to complete the intended procedure without any negative impacts to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 4 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a failure of the main circuit board. The specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.